Event description:
The consumer alleges he smelled smoke. There was no smoke visable. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Consumer stated he smelled smoke. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure based on allegation of a smoke smell.